Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right ventricular lead presented to the clinic following a syncopal episode that occurred while she was in the shower. A copy of device data was preserved and submitted for analysis. Technical services (ts) review of device data found that both the right atrial (ra) and right ventricular (rv) leads were in a unipolar configuration following a lead safety switch for high out-of-range impedances. A signal artifact monitoring episode had detected noise from the minute ventilation feature. Noise was still present on both the right atrial and ventricular leads; inappropriate episodes of sudden brady response and non-sustained ventricular tachycardia were recorded. Pacing inhibition of greater than two seconds was noted. A chest x-ray was performed which indicated subclavian crush on at least one of the leads, likely the ra, but also possibly this rv lead. Ts suggested considering a lead revision. The leads were surgically abandoned and the device was explanted.